Manufacturer narrative:
(B)(4). Additional: (B)(6). Patient is a male. Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). There was no assignable cause determined for the iipv found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 at 20:54:18. During night drain cycle 5, the patient's ultrafiltration reading was 1207ml, indicating the home patient (hp) drained 1207ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. This was not reported by the customer. No patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.